Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported heart failure appears to be related to patient conditions. A cause for the recurrent mitral regurgitation (mr) cannot be determined. Heart failure and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: on (B)(6) 2021, the patient was re-admitted with heart failure and recurrent mr grade of 2. Medication was administered. The clip remains stable on both leaflets. No additional information was provided.

Manufacturer narrative:
Estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation and prolonged hospitalization it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 1. Then on an unknown date, the patient returned with recurrent mitral regurgitation. Additional treatment has not yet been performed. The clip remains implanted, and mr is 4. No additional information was provided.